Event description:
Boston scientific received information that this pacemaker patient died. Measurements were reported as stable since implant; however, the patient became septic post-implant. Approximately two months post-implant, a ventricular pacing failure occurred at maximum output (6.5v/1ms). Amplitude and threshold values had also worsened. Reportedly, x-rays indicated a potential micro-dislodgment of the rv lead. Although the patient's condition was noted to be very poor, the physician suggested a lead repositioning procedure (as the rv lead had been positioned on the interventricular septum), but the patient's husband refused due to her poor prognosis. It was reported that the physician did not attribute the patient's death to a product-related issue.

Manufacturer narrative:
The device will not be returned for analysis and no additional information is available at this time. If additional information becomes available, the event will be updated and an updated report will be submitted.